Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "mother of the patient called in to state that the patient's pump is leaking at the blue tube. Patient involvement: yes. Death/serious injury: no. Human harm: no. Medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "mother of the patient called in to state that the patient's pump is leaking at the blue tube. Patient involvement: yes; death/serious injury: no; human harm: no; medical intervention needed: no." Two unsuccessful attempts were made to receive additional information regarding the complaint. The event as described by the customer is regarding a problem with the administration set, but the information received is about the pump. Therefore the event is reported as an administration set malfunction.